Event description:
It was reported that 3 out of 5 temporary pacing electrode catheters were defective. Once inserted, the balloons will not inflate. Lot number was gfhu0871. Customer had balloons for samples if needed. They only had one of the balloons kept after use. They were not positive of the lot number of the other 2 but would like to assume they were the same lot, since they had them all out. But they cannot confirm. They had the one from tuesday lot # gfhu0871 and they have one more of that lot unopened. They ordered and received a new box with a different lot # and put those out.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (with original label), used temporary pacing electrode catheter. Visual inspection of the sample noted using the luer lock catheter balloon was inflated with 1.5 cc air, stopcock closed syringe removed. Allowed to rest with no leaks noted for one minute. The balloon inflated with no issues, stopcock opened, and balloon deflated. No root cause could be found because the reported event was unconfirmed. DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 3 out of 5 temporary pacing electrode catheters were defective. Once inserted, the balloons will not inflate. Lot number was gfhu0871. Customer had balloons for samples if needed. They only had one of the balloons kept after use. They were not positive of the lot number of the other 2 but would like to assume they were the same lot, since they had them all out. But they cannot confirm. They had the one from tuesday lot # gfhu0871 and they have one more of that lot unopened. They ordered and received a new box with a different lot # and put those out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device was not returned.